Event description:
Information received from the field notes that the patient presented to the hospital with the device in back-up vvi mode. Attempts to interrogate and perform a software down- load were unsuccessful. The patient's intrinsic rhythm was at 37-45 bpm and no pacing was seen with or without magnet application. The device was subsequently replaced.